Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2019) is considered to be a best estimate. Updated fields: a2, b4, b5, b6, b7, d3, d4 (product lot no., product catalog no., expiry date, UDI no), d.6a (date of implant), g3, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol ventrio st (device 4). An additional supplemental emdr's were submitted to represent the bard/davol ventralex st (device 1), ventralight st using echo ps (device 2) and ventralex st (device 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex mesh, ventralex st, ventrio st and ventralight st mesh on (B)(6) 2016, (B)(6) 2017 and (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against all the devices. It is alleged that the patient sustained unspecified injury on (B)(6) 2017. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with incarcerated ventral hernia thereby underwent open repair with implant of ventralex st (device 1). Per op notes, ¿the hernia sac was identified with incarcerated omentum were noted. The omentum was reduced. A ventralex st (device 1) was placed and secured using sutures.¿ (B)(6) 2017 - patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic repair with excision of ventralex st (device 1) and implant of ventralight st using echo ps (device 2). Per op notes, ¿multiple adhesions of omentum to the prior mesh (device 1) were taken down. The transverse colon was adherent to old mesh was taken down. The previous mesh (device 1) was excised entirely. A ventralight st using echo ps (device 2) was placed and secured using tacks.¿ (B)(6) 2020 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with implant of ventralex st (device 3). Per op notes, ¿the fascia defect and a small hernia defect were noted and reduced. Both hernias were combined. The hernia sac was excised. The defect was identified at the inferior aspect of prior mesh (device 2). All the adhesions of mesh (device 2) were cleared. A ventralex st (device 3) was placed and secured using prolene sutures.¿ (B)(6) 2021 - patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent open repair with implant of ventrio st (device 4). Per op notes, ¿the hernia sac with incarcerated omentum were identified. The incarcerated contents were reduced. The portions of omentum were excised. Excess fat was excised. Dense intrabdominal adhesions were lysed. The prior meshes (device 2 and 3) were noted intact. A ventrio st (device 4) was placed and secured using sutures.¿

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex mesh, ventralex st, ventrio st and ventralight st mesh on (B)(6) 2016, (B)(6) 2017 and (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against all the devices. It is alleged that the patient sustained unspecified injury on (B)(6) 2017. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventrio st (device#3). Additional emdrs were submitted to represent the bard/davol ventralex st (device#2), bard/davol ventralex (device#1) and bard/davol ventralight st (device#4). Should additional information be provided, a supplemental emdr will be submitted.